Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was noted when the large knob was articulated clockwise. A functional evaluation was performed. The device was plugged into the controller. Heavy pixelation was displayed and the image was lost whenever the device was touched, confirming the complaint. Curve trace of the camera wire inside of the handle found the vdd signal to be open circuit. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The investigation concluded that the condition of the returned unit was consistent with the reported complaint incident of ¿loss of visualization.¿ the device was also analyzed as ¿inadequate visualization ¿ pixelated image,¿ ¿camera assembly connection issue,¿ ¿camera wire damaged/defective,¿ and ¿working channel sleeve protruding from spyscope ds.¿ based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a choledochoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the image was lost. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding.